Manufacturer narrative:
The lot number was provided. The manufacturing records were reviewed. All inspection values were within specification and there were no ncr's or deviations. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; however, there was no reported device malfunction.

Event description:
It was reported that the patient was being treated for an anterior communicating artery aneurysm. The microcatheter was advanced to the treatment site and the web was partially deployed within the aneurysm. The physician was not satisfied with the way the web was sitting, so the web was resheathed and an attempt was made to reposition it in the aneurysm. At that time, it was observed that the patient's blood pressure had spiked. A contrast injection demonstrated the aneurysm had ruptured. A balloon catheter was used to stop the bleeding. Multiple coils (non-microvention) were subsequently placed in the aneurysm and an evd was placed. Bleeding was controlled and the patient was taken to the ICU post-op. It was later reported that the patient had expired three (3) days post-procedure. Subarachnoid hemorrhage was noted to be the cause of death. The physician stated there was no malfunction of the web device.